Manufacturer narrative:
Technician found the hydraulic valve was failing. Replaced the valve to resolve this issue.

Event description:
Facility maintenance alleged that the head up function was not working. No injuries reported.